Manufacturer narrative:
The malfunction was duplicated and the lcd touch display and lcd bezel were replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the screen front separated from the housing and tore the ribbon cable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.